Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received pump error alarm. Customer's blood glucose value was 6.2 mmol/l. The customer was assisted with troubleshooting. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.